Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert, alert 07, was noted in the pump history. There was no adverse impact to the customer's blood glucose level. After guidance to plug the wall adapter into a functional outlet and leave it for at least 30 minutes, the pump began charging successfully using the original charging supplies, and no further assistance was required.